Event description:
Customers reports a saline flush following a tc99 maa injection was being injected into the pt's angiocath. Fluid splashed backwards out of back end of syringe, splashing contaminated fluid on tech, pt and wall.